Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces.

Event description:
The insulin pump had button error alarm and intermittent button response due to corroded keypad traces. No ramping numbers noted on display.